Event description:
Distal end of fiber optic broke inside pt during an endovenous procedure to treat reflux. A second incision was made to retrieve the broken piece. Cut down was performed successfully, and the procedure was subsequently resumed and completed on the vein. Vein is closed (treatment successful) when examined at 5-day follow-up, and pt denies concern.

Manufacturer narrative:
Evaluation summary: fiber examined, clean break; no signs of mishandling.